Manufacturer narrative:
On (B)(6) 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent primary breast augmentation with two 300cc mentor memorygel breast implants. Post-operatively, the patient underwent bilateral breast implant removal and replacement surgery, for unspecified reasons, on (B)(6) 2024. During the surgery, the patient was diagnosed with bilateral breast implant ruptures. Subsequently, the implants were replaced with the following devices: (left) 235cc mentor memorygel breast implant catalog: 3507235mc lot: 9986539 sn: (B)(6) and (right) 235cc mentor memorygel breast implant catalog: 3507235mc lot: 9986539 sn: (B)(6) this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. As the serial number for the device involved in the event was not provided, the full UDI is currently not available. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).